Manufacturer narrative:
(B)(4). Date sent: 12/19/2016. Batch # n53552. The analysis results found that the sdh21a device arrived with no apparent damage. The breakaway washer was present uncut and the device was fully loaded with staples, indicating that the device had not being fired. In addition stapler retainer was present. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4) date sent: 12/1/2016. Batch # (B)(4). The batch and lot history records were reviewed and the manufacturing criteria were met prior to the release of this batch and lot.

Event description:
It was reported that during an esophageal cancer radical procedure, the device could not fire on the first firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.